Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified nodular morpology distal right coronary artery. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated thrice within 5-10 seconds after second inflation. However, at third inflation, it was noted that the balloon ruptured at 6atm. The device was removed from the patient easily through the guide catheter over the wire. The procedure was completed with the different device. No complications were reported, and patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified nodular morphology distal right coronary artery. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated thrice within 5-10 seconds after second inflation. However, at third inflation, it was noted that the balloon ruptured at 6atm. The device was removed from the patient easily through the guide catheter over the wire. The procedure was completed with the different device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual, tactile and microscopic examination of the hypotube identified multiple kinking along the length of the hypotube. A visual, tactile and microscopic examination of the distal extrusion identified no kinks or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Using an encore inflation unit an attempt was made to inflate the balloon when a pinhole leak was confirmed. The pinhole was located over the proximal edge of the distal markerband. A leakage test performed on the device, confirmed that a pinhole leak did exist in the balloon material. No issues were noted with the actual device which could potentially have contributed to the pinhole leak.